Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the pt being dissatisfied with her vision. The iol was replaced with the same model, different power iol. In a follow up, the surgeon reported the event resolved following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/03/2009, 11/09/2009, and 11/13/2009 by phone, fax, and mail. A completed questionnaire was received on 11/18/2009.